Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Elevated bg was address by a manual correction injection. The customer continued to use the pump for insulin therapy.